Event description:
Two stna's transferring resident in her room from wheelchair to bed at 7pm. Resident began to lean forward in sling. She was elevated approx 3 ft, stna attempted to intervene and stop her from leaning. At that time the strap of the hoyer pad came unhooked and resident fell to floor landing on buttock. Resident positioned on floor with pillow under head while waiting for rn to come and assess. After assessment resident lifted to the bed via hoyer. Family and md were notified. X ray order obtained 8 pm. X ray results showed study limited due to body habitus, intertrochanteric fx is noted age undetermined, severe degenerative changes noted on right and on lumbar spine md notified stated send to hospital for x-ray if pain continues - resident continued with increased pain sent to (B)(6) hospital at 8 am on (B)(6) 2011, returned same day with dx of right hip fx, family chose not have hip surgically repaired. Md gave order for bedrest. Resident denying pain, was receiving tylenol routinely and placed on low air loss mattress.